Event description:
It was reported by the rep that the (2) atw35 were used during a laparoscopic kidney transplant donor procedure. It was reported that the devices misfired at critical point in the procedure. The patient consequence is unknown as is how the case was completed.